Event description:
Bradycardia, hypoxia, asystole added from an email dated january 13, 2010 from gordon single this is an excerpt from dr (B) (6) correspondence: "during a previous rfa under conscious sedation he had episodes of bradycardia that required atropine. The ire electrodes were close to branches of the vagus nerve during the ire so I am assuming we stimulated his vagal nerves which obviously leads to the extreme bradycardia."

Manufacturer narrative:
Lot history record review: the complaint information was forwarded to (B) (4). (B) (4) reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the exact cause of the complaint is unknown. Bradycardia is a common side effect associated with anesthetic and vagus nerve stimulation. In this reported case the patient had 4+ hours of ga and muscle blockade and the ire electrodes were close to branches of the vagus nerve. This complaint type has been added to the IFU. This IFU is currently in circulation for approval. This type of complaint will continue to be monitored for trend. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.